Manufacturer narrative:
The handswitch was received by the manufacturer, however the running in safe mode complaint could not be replicated. An issue was found with the safe mode switch not locking properly in place. The root cause is due to insufficient positive engagement of the locking feature in the run and safe locations.

Event description:
The customer reported that during a procedure the device ran in safe mode when moved. A back up device was readily available and was used to complete the case successfully. There was no medical intervention, no delay, and no adverse consequences as result of this event. There was no pt or user injury.